Event description:
It was reported that the patient experienced multiple rapid drops in blood glucose, with a documented low of 59 mg/dl, and used oral glucose juice to treat, after which glucose was 83 mg/dl; the caregiver requested clinical team review and potential pump setting adjustments, and troubleshooting and education were provided. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed that there was insufficient information regarding a device-related problem or component involvement and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.